Manufacturer narrative:
The iesu has triggered error c-34 and c-54 during energy activation. The error c-54 occurred during cautery activation. Upon visual inspection, no issues were found that would be related to the reported event. The iesu will be returned to the original equipment manufacturer. The probable cause of error c-54 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower power supply voltage than expected during energy activation. Intuitive followed up and obtained additional information. No, system didn¿t present any fault. Also, the erbe vio no faults when powered on, but when started to work with it (pressing pedal and dispensing).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, errors c-34 and c-54 occurred with the erbe generator. The errors occurred during monopolar and bipolar energy use. The intuitive technical support engineer (tse) checked the system logs and found errors c-34 and c-54. The tse asked the caller to try to reboot the erbe generator. The issue persisted. The tse asked the caller to try to change the monopolar energy mode from "swift" to "classic". The issue persisted. The tse asked the caller if a force triad generator and covidien energy cable were available in the or. The caller stated that only the force triad was available. The tse asked the caller to connect robotic instruments to the force triad generator and to move the external energy activation pedals to the surgeon side console (ssc). The surgeon proceeded with the surgery using the da vinci with a force triad, activating the energy by using external pedals placed close to the surgeon. The customer completed the procedure robotically as planned with less than 15 minutes of delay and with no harm to the patient. The issue was escalated to intuitive field service.